Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the monitoring voltage on this cardiac resynchronization therapy defibrillator (crt-d) was 3.14v. The box label for this crt-d states that the voltage should be 3.25v.